Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 product, serial number (B)(6), implant date na, explant date na; product ID d-evolutfx-34 product, lot number 0012112292, implant date na, explant date na. Image review: pre-implant CT images provided from (B)(6) 2024. Annulus perimeter and perimeter derived diameter is 83.9 mm/26.7 mm suggesting a 34 mm evolut per sizing matrix. Aortic root angulation is 50°. Calcium seen in aoritc annulus under non-coronary cusp (ncc) and left coronary cusp (lcc). Calcium under ncc is protruding and extends into the lvot. Aortic valve leaflets appear heavily calcified. Intraprocedural fluoroscopic images were provided for review. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. A pre balloon aortic valvuloplasty was performed prior to the valve attempt. The misloaded valve was attempted to be implanted and an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is evidence that the infolded valve was not implanted, and that a new valve was loaded and confirmed a good load. The new valve was implanted without evidence of infolding. The final angiogram shows evidence of possible moderate aortic regurgitation/paravalvular leak; however, there is no evidence of any further intervention. An echocardiogram would be needed to validate the degree of aortic regurgitation/paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx-34, an infold was visible. The physician was uncertain about the extent of the infold under fluoroscopy and decided to use the valve. The infold was clearly visible during the procedure, leading to the removal of the valve. A new evolut fx-34 was successfully implanted. Additional information was received indicating that a crown overlap involving node 4 (misload) was identified, and the misload was not due to an inexperienced valve loader. It was also noted that the infold was noticed during the first deployment attempt, and a procedural delay of approximately 15 minutes occurred as a result. And according to the physician, the patient's anatomy did not contribute to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.